Event description:
It was reported that during a procedure the ultrasonic scalpel burned the doctor. No treatment was needed and no injury was reported by the user facility.

Manufacturer narrative:
Additional information received from the user facility stated, "the doctor had put the device down on the patient during the case, then inadvertently laid his arm on it and the distal tip burned him." One device was reported to be involved in the incident but two devices were returned. As it was unknown which device was involved, both devices were evaluated. The returned devices were confirmed to be catalog number fcs9 with a serial number of (B)(4) and lot number 1670661 and serial number (B)(4) and lot number 1758005. Neither device exhibited any evidence of overheating such as blade discoloration or charring. Both devices passed initial, button (x10), and pedal testing. To determine if the devices were getting too hot, the devices were activated with a max setting of 5 for a period of 30 minutes. The devices were activated in 10 second intervals and the temperature at the distal tip was measured in 5 minute intervals. The maximum temperature recorded for the device with serial number (B)(4) was 35.4c and for the device with serial number (B)(4) it was 33.8c. Since the measured distal tip temperatures are less than the average body temperature of 37c, it is unlikely that the tips could have caused a burn when the devices were not activated. However, the distal tip can cause a burn if the blade had residual heat due to clinical use. Stryker sustainability solutions' instructions for use state: "the use of these instruments requires a thorough understanding of the techniques and principles of laser, electrosurgical, and ultrasonic procedures. Inappropriate use may result in shock and burn hazards to both patient and medical personnel or damage to the device or other medical instruments." "High temperatures at the distal end of the shaft can occur due to blood and tissue buildup between the blade and shaft. Remove any visible tissue to prevent burn injury." "During prolonged activation, the blade, the clamp arm, and the distal end of the shaft may become hot. At all times avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites." "Avoid incidental and prolonged activation against solid surfaces (such as bone), which may result in blade heating and/or blade failure." The reported event is not occurring more frequently or with greater severity than is usual for the device.